Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). H4: the lot was manufactured from february 24, 2021 - february 25, 2021. H10: the actual device was received for evaluation. The sample was returned containing 49 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 24 hours; however, it was observed that a significant amount of the medication dose was left after the therapy time had elapsed and had not been delivered to the patient. The device had been filled with piperacillin / tazobactam 18000mg in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.